Event description:
A (B)(6) female patient contacted zoll customer support to report that the charger/modem prompted a "battery fault". The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, there was liquid contamination on the battery board that damaged the pca. The cause of the battery charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.